Event description:
During laparoscopic hysterectomy, the infundibulopelvic ligaments were cauterized and then excised with the laparoscopic scissors and then later excision of the uterine vessels. At this point the surgeon noted that scissors would not open. They were removed and it was noted that 1 blade of the scissors was missing. An xray was performed and the piece noted to be in the pelvis. The piece was retrieved by reentry suprapubically.